Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went to the emergency room with symptoms of syncope. In addition, high thresholds and a possible loss of right ventricular (rv) capture were observed. The implantable pulse generator (ipg) was later removed and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.